Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and failed. No data log was provided therefore the allegation was undetermined. The probable cause could not be determined. The customer's complaint was undetermined as data cannot confirm a failure. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2023. Per documentation, it was reported by the parent that the patient experienced inaccurate cgm values which occurred 2 days after the sensor had been inserted in the arm. The patient fell on the floor and was unconscious. The parent mentioned there was an alert sound; however she was not able to capture it because she was focused on her son's condition. The patient regained consciousness almost immediately. The cgm estimated glucose value (egv) at that time was 90 mg/dl angle down, and the finger stick was 40 mg/dl. The patient was treated with carbohydrates. The parent called emergency and IV dextrose was given to the patient. An unspecified time after treatment, the bg was 220 mg/dl and the cgm at that time was not documented. The patient was taken to the hospital (B)(6) 2023 5:30 pm and admitted until (B)(6) 2023. The patient also experienced stomach pains. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was okay. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.